Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer could not recall how each occlusion was resolved. However, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Additionally, a system check was performed by tandem technical support and an occlusion was found to be within the cartridge. Customer changed pump supplies resolving the occlusion. The customer¿s blood glucose (bg) level was "high'; specific value not provided. Customer delivered a correction bolus via the pump and administered a manual injection to address bg.